Manufacturer narrative:
The unit did not have ramping numbers on the display. However, the unit did not have a button response due to a corroded keypad. The unit had moisture damage on the electronics assembly, a corroded motor home switch, cracked battery tube threads, a broken belt clip slot, and a cracked reservoir tube lip. (B)(4).

Event description:
The customer's husband called in to report that the insulin pump fell into water, the keypad was unresponsive, and there was fluid underneath the display. The customer's blood glucose level was 125 mg/dl. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and was informed to return the malfunctioning device back for analysis.